Event description:
It was reported that a battery issue was suspected causing possible early battery depletion. It was also reported that the device was at end of life (eol). The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - performance data collected from the device was analyzed and revealed that the battery voltage - battery depletion indicated/eri. Eri was caused by high battery impedance noted on (B)(6) 2011 prior to explant. Ramware version 8 installed on (B)(6) 2011. High resistance/impedance and high battery impedance resulted in eri.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - performance data collected from the device was analyzed and revealed that the battery voltage - battery depletion indicated/eri. Eri was caused by high battery impedance noted on (B)(4) 2011 prior to explant. Ramware version 8 installed on (B)(4) 2011. High resistance/impedance and high battery impedance resulted in eri. The device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.